Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: intellis; product ID: 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the display on the controller wasn't working; pt confirmed that the controller as blank/unresponsive. Pt said that they had the controller plugged into the ac power supply and pressing buttons wasn't waking the controller up. Agent had the pt remove the battery pack from the controller and connect the controller to the ac power supply; the controller did not power on. Pt confirmed that the ac power supply green light was on. Pt inserted two aa batteries into the controller and the controller powered on. Agent had the pt inspect the controller port; pt said that the pins were a little shady and that the port itself was a little wobbly. A replacement controller was sent out. No symptoms were reported.

Manufacturer narrative:
The programmer with model 97745 lot# serial# (B)(6) was received for product analysis. Analysis found the broken/damaged pins on rtm connector, broken stim button bosses and broken/cracked rtm/power connector support causing connection/charge issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.